Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited loss of ventricular capture during stored episodes of atrial tachy response (atr). The loss of capture lead to greater than two seconds of asystole. There were no associated patient effects. The pacer clinic staff increased the outputs to a 2:1 safety margin. No additional observations have been reported. This product remains in-service.